Event description:
Patient developed a red rash with irritated skin where the collar ends under the chin, this incident occurred while wearing this collar following surgery on the day of the event. The product number and size of the device are unknown because the hospital did not log the size or product number in the patient's chart. Physical therapist will be seeing the patient in 4-2002 and has asked the patient to return the collar at that time. The company's sales rep. Will pick it up and return it to corporate.